Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the implantable neurostimulator (ins) came out of place, came out of the pocket, and was sticking out and hurting when sitting down. This occurred in (B)(6) 2016 and was replaced in (B)(6) 2016. The patient was not sure what they replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.